Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system gave a saturation fault and no functions are working. System would no longer boot. The fse determined the cause of the problem to be a faulty darlington power circuit that caused the 100 amp fuse to blow. The snubber assembly contains the darlington inverter components. The darlington¿s are used to switch the high voltage dc bus at a 2.5 khz rate which is then input to the high voltage tank. The pcb also outputs a signal that is monitored by the saturation fault circuit on the x-ray regulator pcb which indicates when the darlington transistors are being over or under driven. The fse was unable to repair system due to lack of replacement parts. System is at its end of useful life. Based on the age of the system (last year manufactured, 2002) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse identified a malfunction of the darlington power circuit. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.